Event description:
A talent stent graft sys was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approx 1 month ago. Aneurysm and vessel morphology unremarkable. It was reported that there was a type 2 endoleak post implant that was left untreated and the decision was made to evaluate the pt in a week rather than in a month. Upon eval with a CT one week later, a distal type 1 endoleak was seen on the ipsilateral side and it appeared as the ipsilateral limb did not extend distally far enough. An iliac stent graft was used to extend the ipsilateral limb down further to address the endoleak. No additional clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B)(4) eval, results and conclusions: (type 2 endoleak).